Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that a battery longevity data anomaly occurred. The device longevity was tested several times giving different values. The device is close to normal eri. Remote or in clinic device monitoring, for the following three months, was discussed. No further information was provided.